Event description:
Our distributor in (B)(4) reported that during receiving and inspection of the incoming products, it was noted that the sterile packages containing the 10k100 arthroscopy inflow tube sets were not properly sealed. The product sterility was therefore compromised. There was no pt involvement, injury or surgical delay resulting from this reported problem.

Manufacturer narrative:
Evaluation findings: conmed linvatec received ten (10) tubing sets for evaluation and confirmed the reported problem. Visual examination of the 10 packages found one package did have a large opening at one end of the sealed pouch and one other package has a small opening in the upper left hand corner due to the seal being at an angle rather than a straight line across the top of the packaging. There are no other similar reports related to this lot number. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.